Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported via phone call that the insulin pump received replace battery now alarm. Customer¿s blood glucose was unknown. It was reported that they did not receive a low battery alert prior to the replace battery now alarm. It was reported that the battery was not previously used. It was reported that this was the second occurrence of replace battery now without a low battery warning. The insulin pump will be returned for analysis.

Manufacturer narrative:
Device received with operational currents within spec and passed self test and displacement test. The power management tool confirmed the unloaded voltage and loaded voltage was within specification range. No power error 25, low battery alert, power loss alarm, replace battery alert, replace battery now alarm noted during testing. However, power loss alarm, replace battery alert, replace battery now alarm noted in trace download analysis due to intermittent non-sleep anomaly software error.